Event description:
It was reported that the user experienced uncontrolled blood glucose while using the ilet, consistent with hyperglycemia of unclear cause, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, disability, or other long-term impact. Investigation included a plan to gather additional information from the user to clarify the event details and blood glucose history. Investigation of this case revealed no confirmed device malfunction and no identified component failure, with cause not determined pending further information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.